Event description:
It was reported that an alert for extended charge time was observed via (B)(6) transmission. It was noted that the charge time out occurred during a capacitor maintenance. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory and was caused by an anomalous capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.